Event description:
It was reported that the patient received inappropriate therapy. The lead was found to be dislodged. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
No medwatch form was received.